Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser power was low during a surgical procedure. The procedure was completed, however, the patient will require additional treatment.

Manufacturer narrative:
The customer reported that the energy of the system was low and the patient needed retreatment. The company service representative examined the system was able to replicate the reported event. The company service representative found the slit lamp accessory to be misaligned. The slit lamp was aligned and cleaned. The system was then tested and met all product specifications. The system was manufactured on september 11, 2015. A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The slit lamp serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event was attributed to a misaligned slit lamp. (B)(4).